Event description:
It was reported that during a stenting treatment procedure, a partial stent deployment occurred. The physician was treating a 95% stenosed lesion located in the moderately tortuous and moderately calcified common carotid artery. The lesion was pre-dilated. This 10.0-31 carotid wallstent was advanced to the lesion without resistance. During an attempt to deploy the stent, the physician experienced resistance deploying the stent from the sheath. While pulling back the t-connector against "abnormally high" resistance, the physician heard a "crack". At this point the stent was 25% deployed and "stuck in the stenosis". Several attempts were made to reconstrain the stent, eventually a long introducer sheath was advanced over the stent and the devices were removed from the patient together. The procedure was completed with another carotid wallstent. Acetylsalicylic acid was used pre, heparin during and clopidogrel post procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a partial stent deployment occurred. The physician was treating a 95% stenosed lesion located in the moderately tortuous and moderately calcified common carotid artery. The lesion was pre-dilated. This 10.0-31 carotid wallstent was advanced to the lesion without resistance. During an attempt to deploy the stent, the physician experienced resistance deploying the stent from the sheath. While pulling back the t-connector against "abnormally high" resistance, the physician heard a "crack". At this point the stent was 25% deployed and "stuck in the stenosis". Several attempts were made to reconstrain the stent, eventually a long introducer sheath was advanced over the stent and the devices were removed from the patient together. The procedure was completed with another carotid wallstent. Acetylsalicylic acid was used pre, heparin during and clopidogrel post procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with dried blood along the shaft. A visual examination of the returned device found that the stent was partially deployed by 20mm. A break was noted in the outer sheath 27mm distal to the distal end of the shrink tubing. During analysis it was not possible to retract the outer sheath and deploy the stent due to the outer sheath break. The outer sheath was retracted by hand at the distal end and the stent deployed. No issues were noted with the profile of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).